Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient was faced 3 infusion set cannula kinked issue within 3 hours of insertion. The site of inserted was thigh. The patient was hospitilized due to the same on (B)(6) 2023. The blood glucose level was found to 523mg/dl and patient was treated with u-100 humalog/insulin lispro company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.